Event description:
A sales representative reports that a surgeon has stated, he has had a "few" patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. Several attempts have been made to contact the surgeon for additional information, but no calls have been returned.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This report was mailed to the FDA on: 10/12/2007. Additional information was requested 10/01/2007 by phone, mail and fax. A completed questionnaire has not been returned.